Event description:
It was reported that this pacemaker did not capture on the right ventricular (rv) lead. The patient is dependent. The device remains in service. No adverse patient effects were reported.